Manufacturer narrative:
Other relevant device(s) are: product ID: 37761, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the desktop charger connector pin appears a little bent and is loose. The patient reported that they could not connect with the programmer or the recharger, so it is suspected that the ins may be in od. The patient was advised to see their doctor if the replacement recharger cannot communicate with implant. No patient complications have been reported because of this event.

Event description:
Additional information received from the patient reported that they have an appoint ment the managing physician on (B)(6) 2018. It was reported that the replacement recharger did not resolve the connection issue and an overdischarge hadn¿t been confirmed.

Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type recharger. Product ID 37761, serial# unknown, product type recharger. If information is provided in the future, a supplemental report will be issued.